Event description:
On 05/05/1999, the facility's interventional radiology tech informed the distributor's sales rep of the following: the physician set up the whole tray ready for the procedure and there was no catheter in the tray with the device. He took another tray, same lot number off the shelf and used only the catheter from that tray. The empty packaging/box from the original device is being returned along with the remainder of the tray taken from the shelf to use the catheter. No further details were provided.